Event description:
This is a report from an (B)(6) engineer who reported that a colleague pump connected to a critically ill patient shutdown during patient use. The patient's blood pressure dropped to critically low level (around 60 to 40) before the nursing staff noted and investigated issue. The investigation revealed the pump had shut down (alarm not identified). The nursing staff was not able to restore the device to function. The pump has been removed from the intensive care unit (ICU) and sent to the biomedical department. The biomedical engineer was unable to turn the machine on to obtain the data log and history. It is unknown what interventions were required to restore the patient's blood pressure to an acceptable level. It is unknown if other interventions were required. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. This is a product not distributed in the us and does not have a 510k number. The colleague configuration is: colleague p1.7.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported problem of unintended shutdown was confirmed per the sample evaluation. The cause was definitively identified to be due to the burnt and cracked capacitor c37 on the uim pcb. The uim pcb along with the eproms were replaced to fix the issue. This issue is being investigated through CAPA. Additional information: a service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. A device history review was performed, revealing that no exceptions were noted during the manufacturing of this device.